Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants and bilateral capsulectomy secondary to ruptured implants. At the time of surgery it was noted that there were silicone protrusions, granulomas and cysts laterally on the right breast and medially on the left breast. Right side showed silicone shelf rupture and leaking of free silicone. Left side showed silicone rupture extracapsullary at the medial aspect of breast. Breast implants believed to be replicon type implant with white textured silicone outer shell. Pt retained possession of removed breast implants.